Event description:
Reporter stated 2 safe-t-pro lancets did not retract after firing. Both events occurred with the same nurse. On (B)(6) 2015, the nurse was accidentally stuck with the non-retracted lancet after using the device on a patient. She had lab work done and was given a (B)(6) vaccine. No further treatment information was available. On (B)(6) 2015, the lancet did not retract but no accidental needlestick occurred. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.